Event description:
It was reported that during a robotic prectrectomy procedure, the device would not hold clips. No pt consequence. Unk how case was completed.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.